Event description:
It was reported that during inspection, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. There is an audible alarm when the unit is powered off. There was no patient harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the problem was with the power management board.

Manufacturer narrative:
E1 - event site name - (B)(6) university. E1 - event site postal code - (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.